Event description:
Additional information received reported the leads were twisted, but working. The patient was not scheduled for a lead revision. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they saw the patient at the post-op appointment and programming was adequate and impedances were within normal limits.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that battery and lead wire system replacement was on (B)(6) 2017. This was the correct date the entire system was replaced. Patient ins was eri and the impedances were out of range so the lead wire had to be replaced. During surgery it was determined the old/replaced leadwire had fractured at the area where the surgical paddle was anchored to fascia. The physician noted the leadwire tails had twisted/ twirled over the years in the patient body and this had caused stress at this point, ultimately causing fracture. Since the system replacement, patient was doing great with stimulation and coverage. Patients weight at time of surgery was (B)(6), but the exact weight was unknown. The physician declined to have lead wire sent back for analysis. No other devices were to be sent back for analysis. No information was available regarding the (B)(6) 2016 pocket revision. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that during a pocket revision, the implantable neurostimulator (ins) was read pre-op and some contacts were out of range. The patient was unable to tell if her stimulation was affected. Intraoperatively, they saw that the leads were twisted. Some contacts remained out of range after untwisting and re-inserting into the head of the ins. The patient was still getting good coverage post op. A lead revision was not yet determined as necessary. Further follow-up is being conducted to determine the cause of the out of range impedances and the leads twisting. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient couldn¿t feel the therapy. Impedance measurements were taken and a majority of them were over 10,000 ohms and eventually over 40,000 ohms when impedance was tested at 3.0 volts. The rep didn¿t do any reprogramming as the patient was going to meet with a physician to discuss ins replacement anyway due to normal eri (elective replacement indicator).

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's device was replaced on (B)(6) 2017. Further follow-up is being conducted. No further complications were reported.